Event description:
It was reported that two syringes have entrained air via the plunger rather than aspirating the saline. The plunger element was too loose inside the barrel when pulled back. The user explained that probably it wouldn¿t have been an issue if using saline for loss of resistance, but if using air, then the air might have expelled ¿vis¿ the plunger element, giving a false end point for loss of resistance, as one can¿t check if the syringe is working beforehand. There was patient involvement, but no human harm reported.

Manufacturer narrative:
Device evaluation: two used samples and eight unused samples were received. Samples were visually and functionally tested and 9 out of 10 samples passed the tests. One used syringe had bubbles appear during the water test. Based on findings during the testing it seemed that the blue silicone part of the plunger may not fit properly to the syringe barrel, which caused the plunger element to be too loose inside the barrel. The customer reported complaint was unable to be confirmed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.